Event description:
It was reported that there was a fiber inside the pouch of a minicap transfer set. This was found before patient use. There was no patient involvement. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual and microscopic inspection verified a loose fiber inside the sealed overpouch of the device (non-fluid path). Functional testing was performed on the device: leak testing, clamp function testing and clear passage testing were performed with no issues noted. The integrity of the seal surface was tested with no leaks noted. The reported event was verified during the visual inspection since it noted a number of small black spots as well as a piece of fiber. The cause of this issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.